Event description:
It was reported that inappropriate shocks were delivered due to patient hyperkalemia and subsequent twave oversensing (twos). The patient received treatment and the rv lead was repgrogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4470 competitor implantable pacing lead 2010-(B)(6), (B)(4).